Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water (aw)-tube and cylinder of the colonovideoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water (aw)-tube and cylinder of the colonovideoscope had foreign material. There were no reports of patient involvement.